Manufacturer narrative:
Product complaint # (B)(4). The verse x25 inserter/tightener was returned for evaluation. Visual examination confirmed that approximately 0.5mm of the hex-lobes on the drivers¿ distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was on axis, however, not fully seated during use. Noted damage also suggests that it was likely attributed to unanticipated torsional forces during tightening, resulting in the tips becoming stripped. A review of the device history record did not find any anomalies in the release of these devices. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener drive feature suggesting that a possible root cause may likely be that the shaft was attributed to unanticipated torsional forces during tightening, resulting in tip becoming stripped. No issues were identified in the manufacturing or release of this product. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported syn17-30. During the procedure (vertebral arthodesis), the nuts didn't tighten as intended but only partially and this caused the rupture of the screwdriver and the incomplete tightening of the nuts.